Event description:
The customer contacted physio-control to report that their device will not power on. They reported that, "the crew told me it won¿t do anything and all of the archives are missing." In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was scrapped and not able to be evaluated by physio-control. The customer received a replacement device. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. They reported that, "the crew told me it won¿t do anything and all of the archives are missing." In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.